Manufacturer narrative:
Additional removed components: model #: rha-s4. Surgery report and patient films were reviewed and indicate that the implant loosening was due to improper procedure at primary surgery.

Event description:
Apparent loosening of the rhead radial steam implant and axial rotation from the uni-elbow radio capitellum system was reported. A malfunction of this type will most likely require a revision surgery.